Event description:
It was reported that the device would not operate on battery power during a pt use. It was reported that the installed batteries looked corroded and reinstallation of the batteries after removal resulted in a black screen. There was no further info provided regarding the pt or the event. There was no adverse event reported as the result of the device use.

Manufacturer narrative:
(B)(4): physio-control is anticipating the device return for eval and continues to investigate the reported failure. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.